Event description:
Slc55b dlu was loading & calibrated. When fired, only some of the staples fired; knife blade was exposed 1/4 of the way down the staple line. A new dlu was used and fired successfully.